Event description:
It was reported that following a percutaneous uterine fibroid embolization procedure, a 6f angio-seal vip was placed in the right femoral arteriotomy. The collagen plug went intra arterial, and the pt lost peripheral pulses in the right foot. An immediate angiogram was performed followed by lytic therapy and thrombectomy where retrieval of the angio-seal stent plug was partially successful. The name of the deployer was not available.

Manufacturer narrative:
No product was returned for eval. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) - should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The IFU instructs the user once a full rear lock position has been achieved, and the device is being deployed, to not re-insert the device. Re-insertion of the device after partial deployment could cause collagen to be deposited in the artery. The IFU also states failure to maintain tension on the suture while advancing the collagen could cause the collagen to enter the artery.